Manufacturer narrative:
The manufacturer has been unable to ascertain whether this adverse event is related to pneumatic device usage. Repeated inquiries to the treating doctor to obtain relevant treatment-related information have not been returned. The manufacturer also tried to contact the patient. However, the primary phone was disconnected and messages left at a secondary number were not returned. In the absence of clinical information, the relevant degree of causality cannot be determined. Specifically, the cause of the reported amputation is unknown (e.g., degree of arterial ischemia, venous disease, infection and co-morbid conditions). No information regarding the relationship of device use to the amputation is known (e.g., it is not known whether the patient had been using the pneumatic device at the time of the amputation). Due to the physician proposed adverse event, and despite a global lack of relevant clinical data, this report is being filed. The manufacturer will continue to seek additional information and, if this becomes available, the manufacturer will amend this report.

Event description:
The patient received the pneumatic compression device in (B)(6) of 2014. On (B)(6) 2015, the patient's physician stated to a manufacturer representative that the patient required a below knee amputation. The amputation occurred on an undefined date sometime after the patient received the pneumatic compression device. The physician indicated that he thought the need for the amputation was due to the pneumatic device "pushing of fluid into the toes" causing increased swelling. The physician indicated that the swelling eventually led to the amputation. The event date is sometime after (B)(6) 2014.